Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. It is anticipated that the device involved in the complaint shall be returned by the customer under (B)(4). Once the investigation is complete, a follow up report will be filed. Reference e-complaint-(B)(4). Update 06/12/2017: x-initiated manufacturer's investigation. X-review DHR. X-inspect returned samples. Analysis and findings the reported complaint was visually confirmed with the returned affected sample. The root cause is indeterminable, but likely as a result of extreme angled force during use. A review of available work order inventory indicated that all quantities are depleted for the finished device part number 6001, work order (B)(4). A review of the work order DHR indicated two separate supplier lots were used in the build of previous mentioned work order, (B)(4) from supplier part number 52859. Available sk warehouse remaining inventory of lot m14990 was put on hold and moved to mr, in addition, the supplier was contacted and made aware of the customer complaint, ncmr (B)(4) was generated and issued to the OEM supplier (B)(4) along with photos for visual reference. The decontaminated sample will also be forwarded to the supplier for evaluation. A review of the two year product history, it was noted that there have been previous reported events where they were reported as having been broken, however they have not been visually verifiable due to the affected samples not having been returned. Based on previous reported similar past events, the evaluation of the humi-harris uterine manipulator device, finished part number 6001, will be recommended as a cpi (continuous product improvement) project consideration to sustaining engineering. Correction and/or corrective action root cause is considered indeterminable due to the limited information provided; ncmr (B)(4) has been issued to the OEM supplier and forwarded along with the confirmed returned sample concerning this complaint. Further detail concerning possible root cause and associated corrective action(s) will be documented in ncmr (B)(4).

Event description:
Reference e-complaint- (B)(4). "Statement from (B)(4) who was present while the procedure was going on. At the end of the procedure, the physician was removing the humi manipulator from the pt. Physician said it 'didn't feel right'. Found that the humi had broken into two pieces. They matched the two pieces together to try to determine if any pieces were missing. They determined there was not, but did an examination of the pt to ensure there were no pieces left behind and no lacerations or other harm done. There were none noted. Physician said that this never occurred before. No undue pressure when inserting the humi. The incident was reported to the FDA. Alice said they were following their 'self reporting' procedures. Broken humi will be returned by (B)(4)."

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. It is anticipated that the device involved in the complaint shall be returned by the customer under (B)(4). Once the investigation is complete, a follow up report will be filed. (B)(4).

Event description:
(B)(4). "Statement from (B)(6) who was present while the procedure was going on. At the end of the procedure, the physician was removing the humi manipulator from the pt. Physician said it 'didn't feel right'. Found that the humi had broken into two pieces. They matched the two pieces together to try to determine if any pieces were missing. They determined there was not, but did an examination of the pt to ensure there were no pieces left behind and no lacerations or other harm done. There were none noted. Physician said that this never occurred before. No undue pressure when inserting the humi. (B)(6) said they were following their 'self reporting' procedures. Broken humi will be returned by (B)(6)."